Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument, however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was defective. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not attaching the clip. The issue was related to unsuccessful clip application issue. The type of clips used were the standard clips for medium-large clip applier instrument. The vessel or tissue bundle was not greater than the specified diameter suggested in the user manual. This was during the first clip application attempt. The issue was resolved by using a backup instrument.

Manufacturer narrative:
The medium-large clip applier instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The instrument was found to have a bent grip and the tip does not align with the other grip. The grips do not show cracking damage. Components adjacent to this bent grip show damage.

Event description:
Refer to h10/h11 for follow-up information.